Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was identified after the device was filled with tobramycin and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 10, 2014 to december 12, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a white particle, approximately 1.35 mm in length, floating in the reservoir of the device. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.